Event description:
The customer did not report a malfunction. During inspection of the duodenovideoscope, adhesive around the light guide lens and objective lens had wear. The most likely cause or probable cause of the reportable malfunction is traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.